Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photos shows the product wet after priming. Photo two shows the product label with the batch information. Photo one shows the product with a crack on the dialysate port at the junction of the housing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a polyflux 140h, an external fluid leak was observed. It was further reported there was a crack in the joint. There was no patient involvement. No additional information is available.